Event description:
Extreme pain, vision issues, tooth decay, pain in legs, back, abdomen, neck, headaches, arms, basically all over; unbearable. Take essure off the market, too many women are suffering. FDA safety report ID# (B)(4).